Manufacturer narrative:
Additional information received; it was noted that on day 3 post op, cta showed resolution of the leak and ra blood flow was confirmed. The patient's condition was stable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the chevar treatment of a 54.4mm abdominal aortic aneurysm. Non mdt stent grafts were also implanted during the index procedure. The access site (femoral artery) was noted as tortuous and had an accordion shape. The inferior mesenteric artery (ima) and lumber artery were embolized with coils. A non mdtstent was implanted in the right ra. It was reported during the index procedure the non mdt stent was advanced to the right renal artery. The main body was then implanted with touch up performed. An angiogram revealed a type ia endoleak. The physician elected to implant an endurant aortic cuff by deploying from the position covering the right ra before the renal stent was deployed. When the renal stent was attempted to be passed through it became caught on the graft edge and the suprarenal stent, and was unable to be passed through. It was observed that there was no gap between the suprarenal stent and the aorta. The wire in the right ra was replaced with a super stiff wire and the non mdt stent was delivered. The suprarenal stent of the aortic cuff was then redeployed, touch-up performed of the proximal region and the non mdt stent using the kissing balloon technique. An angiogram revealed the endoleak was resolved however the non mdt stent was found to not be in the renal artery but the sma with blood flow present in the ra. The non mdt stent was observed to be floating inside the vessel which was now observed as the ra due to being undersized. Cannulation from there was performed again, and the balloon of the non mdt stent was inflated to 8mm and the procedure was completed. Per the physician the cause of the event is type ia is undetermined. The cause of the non mdt stent displacement was reported as user error. No additional clinical sequelae were reported and the patient is fine.